Manufacturer narrative:
Continuation of d10: (B)(6) 2026-03-12 explanted: section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2026. It was reported that the patient was currently at the hospital due to dehydration. One of their leads come out, white wires which was underneath the tape was detached; this was advise by the nurse who assisted the patient at the hospital. The patient can no longer check the programmer if it was still connected. However, the nurse know about the process how the device works and confirmed that it was detached and portion of the wires were sticking out of the bandage. The patient was not in pain.